Manufacturer narrative:
No evaluation possible. The arsenal construct has not been removed from the patient.

Event description:
Post op x-rays found the replacement set screw implanted (B)(6) 2016 had once again backed out of the s2. The set screw was implanted as a result of a revision case conducted to remove and replace the arsenal set screw which had previous also backed out of the patients s2 (ref. MDR 2027467-2016-00034). The surgeon has elected not to perform a second revision surgery at this time. The arsenal spinal fixation construct was originally implanted on (B)(6) 2016 from the t11 thru s2.